Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported the patient is emaciated and the pressure from him lying on the sensors is causing the skin to break down. The patient's nurse used pillows to soften the pressure. Follow-up attempts were unsuccessful, and the outcome of the irritation is unknown.